Event description:
The customer reported that the system acted like it was fluoroing after the exposure button was released. This resulted in a recoverable loss of imagining functionality. Ther is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The gib board was evaluated and replaced. The system was tested and found to be working as intended and returned to service.